Event description:
Roughly 2cm cut cheek on the outside of face - skin [skin laceration] cheek on the outside of face...bleeding - skin [skin haemorrhage] hurt - skin [pain of skin] brush head came off the toothbrush - oral-b [device breakage] head doesn't seem to be secure - oral-b [device connection issue] case narrative: 82-year-old male consumer via phone stated that the oral-b toothbrush head came off of the oral-b io series 7 toothbrush and cut his cheek on the outside of his face. He was bleeding. The oral-b toothbrush head did not seem to be secure and he could pull it off without any effort. No serious injury was reported. 05-jul-2024 follow up via phone: the consumer reported that the initial impact hurt. His wife reported that he was fine now and he used the oral-b toothbrush, type 3758. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.